Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device had false low glucose readings after 7 days and discovered that it was inaccurate after comparison with a fingerstick test that showed a glucose reading of 168 mg/dl, compered to adc scan result of 96 mg/dl. Additionally, a scan result of 106 mg/dl on the adc device was reported in comparison to a glucose reading of 170 mg/dl obtained on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was not feeling good and replaced the adc devices early because it caused them to adjust eating habits when they should have not. There was no report of any third-party medical treatment. Adc customer service was able to reach the customer and confirmed that two of the customer's sensor showed low readings issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor state 7 and sensor state 8 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. A watermark was observed at the base of the sensor tail, indicating sensor being properly inserted. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. The smu test, along with the poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. This is 2 of 2 MDR submission. Reference#: mw5184302 all pertinent information available to abbott diabetes care has been submitted.